Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort, intense pain, and dark green fluid. The reporter stated the patient used a ¿whole box¿ of minicaps and the minicaps were inspected before use. They did not necessarily ¿pay attention when they opened the minicap pouches but as far as they know they did not notice any gaps (or was not visible) in the seals¿. The cause of the event was unknown. It was reported the patient presented to the hospital; however, it was not reported if the patient was admitted. Treatment for the event was not reported. On an unknown date, the pd catheter was removed. On an unreported date, the patient experienced a heart attack and subsequently passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.